Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause is the patient's anatomy. The implant was irritating a nerve near a lumbosacral transitional vertebrae.

Event description:
In (B)(6) 2015, the patient had a left side si joint arthrodesis where three implants were placed. The patient had initial pain relief following the procedure but complained of radicular pain a week later. The surgeon determined via CT scan that the implants were in the correct position and not impinging on any neuroforamen. He did discover that the patient had a lumbosacral transitional vertebrae that may have been causing nerve irritation with the most superior positioned implant. In (B)(6) 2016, the surgeon performed a revision surgery on the patient's left si joint where he removed the superior implant. The implant was solidly fixed in the ilium and required considerable effort to remove it. The explant hole was not filled with bone graft. The patient's radicular pain symptoms resolved completely following the revision surgery.